Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A hemodialysis machine had a burnt power cord and displayed a cooling fan alarm.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res) due to a burned power plug. The res replaced the power plug. After the repairs, machine functional checks were performed, and all tests found the unit to be functioning within specification. A records review was performed on the reported device serial number. The investigation into the cause of the complaint was able to confirm the reported event.